Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil tech reported the touchscreen passed all of the flex cable resistance testing. Initially, the touchscreen failed the diagnostic and functional testing and also displayed misaligned touch points. However, the pil tech verified the touchscreen was able to be successfully recalibrated by using the touchscreen calibration button noted in the diagnostics portion of the software. Following calibration, the touchscreen passed all diagnostics testing and operated without issue. The touch points were also properly aligned with the liquid crystal display (lcd). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a misalignment of the touch position on the v60 ventilator touch screen. The issue was identified during preventative maintenance evaluation; the device was not in clinical use. There was no report of harm. The pse attempted to resolve the issue with a touch screen calibration; however, the issue persisted. The pse replaced the touch screen to resolve. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.